Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a significant lag in the fingerprinting process. The technical support specialist (tss) dialed into one of the affected stations and reviewed the medication application logs and confirming that no errors appeared during the issue occurrence. Tss followed the knowledge article "local logins slow, global find not working, delay in receiving patients and orders, & full sync failing", but was unable to locate the customer crl address and proceeded with connectivity checks. Tss then ran telnet tests to validate connectivity to the es server on tcp port 808, which passed, but the telnet test to the microsoft crl server failed due to missing crl information. Tss deployed the package to increase maximum web services connections and emailed the customer recommending coordination with hospital information technology to whitelist the required port per knowledge article "medstation es - password/userid authentication slowness - crl server blocked by firewall". The customer applied the changes, confirmed successful testing, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, significant lag in the fingerprinting process, with logins taking 15¿20 seconds per user. Customer stated that lh ed devices took about 15¿20 seconds, ICU devices about 17¿21 seconds, and overall all devices were affected, ranging from 11¿21 seconds. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.